Manufacturer narrative:
Continuation of medical devices: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's leads were not plugged into the cable and when the patient tried to communication with rthe controller they encountered the cannot provider your desired settings message followed by a message saying that the leads were not plugged in. Additionally, the caller noted that the device was working well and they thing that the leads came unplugged the night prior to the call when the patient went to the bathroom. No patient symptoms were reported. There were no further complication reported or anticipated.